Event description:
The pt lifescan and alleged that their meter was prompting an error 1 message. The pt stated that their meter was prompting an error 1 message while attempting to troubleshoot the inaccuracy issue. The pt did not seek any medical attention for this issue. The pt tested on their family member meter, but they did nto provide the result. Based on the info provided, there is evidence of a meter malfunctiion, however, there is no evidence of the meter contributing to a seriious injury. A replacement meter is being sent to the pt.